Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Customer alleged the control iq software did not function as intended, however after multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue, no response was received from the customer; therefore the root cause could not be confirmed. It was also reported the pump software did not suspend insulin delivery. Lastly, it was reported that the pump's alarm volume and vibration were too low. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.